Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an out of box failure: air in line alarm. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
D3 - manufacturing plant address 1, d3 - manufacturing plant city and d3 - zip code: corrected. H3 and h6. Codes: updated. Device evaluation: per visual inspection; corroded battery door, contaminated upstream occlusion (uso) seal. The device event log/alarm history review confirmed multiple alarms indicating the pump was unable to start because of air in line. The complaint of ¿air in line alarm¿ confirmed through air detector test and ¿nda¿ test. The root cause is unknown. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.